Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 3 years post-implant, it was reported that the pt went to the hospital with heart failure symptoms, dyspnea and high ldh levels. The hospital reported that the noise from the pump had "changed". The following day an echocardiogram was performed and indicated a dilated left ventricle and the aortic valve opened with every beat. The speed of the pump was increased; however, there were no effects to the left ventricle. That evening the pt's mean arterial pressure (map) was low and his creatinine levels started to increase. The next day a decision was made to exchange the pump. Additionally, a device tracking form was submitted to the MFR indicating that the pump was exchanged due to suspected thrombus.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.